Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20990311 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 21686192 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) would only hold a charge for a day. It was also noted that the leads had high impedances and migration was confirmed through fluoroscopy. Program optimization was attempted and was not successful. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.